Event description:
On (B)(6), 2005, this pt was implanted with gore excluder aaa endoprostheses. On (B)(6), 2010, a contralateral leg component was implanted.

Manufacturer narrative:
Method: a review of the manufacturing paperwork is being conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.